Manufacturer narrative:
(B)(4).

Event description:
Additional information indicates the ipg was explanted due to discomfort at the ipg site.

Manufacturer narrative:
Date of event is estimated. Further information requested but not yet received. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was explanted on an unknown date for an unknown reason. No further information is known at this time.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.